Event description:
During a shoulder arthroscopy case with an obese female strapped to the table, the table went into full left tilt with no manipulation of controls. Fluid from IV entered override switch housing and caused table movement. Bio-med used override switches to level the table. Cb-2 was used to deactivate the motor battery circuit. No report of injury.

Manufacturer narrative:
A steris technician was dispatched to the account to inspect the table and to interview the staff regarding the event. The hospital biomed reported that after the case was completed the table was taken to the biomedical shop. The override switch package was removed and the biomed observed fluid in the switch. They believe that an IV feed bottle was leaking and that may have contributed to the situation. The fluid appeared to have traveled down past the kidney bridge and in through the various gaps in the components at the top of the column. The fenestrated sheet covering the operative field had rolled back on the pt, exposing an open unused front portal. This portal was covered by the drapes over the pt; it is also where the IV fluid came out of. The IV fluid then found its way to the override switch components, causing a short in the switch. The unwanted table movement happened near the end of the case. The pt was transferred to another table to allow the team to finish the procedure. The table has been repaired by facility biomed and has been placed back into use.